Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act, esc and down arrow button was unresponsive. The customer's blood glucose was 16 mmo/l at the time of incident. The customer stated that they treated the high blood glucose by bolusing with the insulin pump. The customer stated that the act button kept getting stuck. The customer mentioned that there was scrapes on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case on the display window corner, broken reservoir tube lip, minor scratched on lcd window, cracked case, broken belt clip slot, missing reservoir tube o-ring, cracked casa, cracked reservoir tube window corner and broken battery tube threads.